Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The unknown monitor was not returned for evaluation as the exact device involved is not able to be identified. The device service history record review could not be completed as the serial/lot number is unknown. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. There was no patient compromise as a result of the inaccurate values during patient monitoring. Based on the available information no further action is required at this time; however, complaints histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
It was reported that there were inaccurate values that were obtained when using an edwards lifesciences unknown panel and unknown cable. The model numbers and serial numbers are unknown. The occurrence date is unknown. An edwards clinical field specialist was at the facility and was informed by the hospital staff of the issue that had occurred in the previous weeks. Exact details were no longer available. They stated that the patient was being monitored and the cardiac output value was over 5 and the cardiac index value was over 3 and the sv02 reading was 29. The patient parameter readings did not correlate with the patient¿s condition. After they recalibrated, the patient parameter readings were within normal ranges. There was no inappropriate patient treatment administered. There was no patient harm or injury. There is no patient demographic information available. The report for the unknown cable will be sent under a separate MDR submission.